Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the affected evita 4 turned on and off several times during operation on the patient. According to ward management, it was not noticed initially. The beeping was perceived as a bed. The patient turned blue but suffered no harm. The evita 4 was then immediately replaced.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the affected evita 4 turned on and off several times during operation on the patient. According to ward management, it was not noticed initially. The beeping was perceived as a bed. The patient turned blue but suffered no harm. The evita 4 was then immediately replaced.

Manufacturer narrative:
For the analysis, the affected evita 4 with serial number (B)(6) , manufactured in october 2012, was examined by a service technician on site and the logbook was examined at the manufacturer in lübeck. Based on the on-site examination of the device and the logbook analysis, the reported event could be reproduced the device logbook showed several warm starts at the reported time, 10/08/2021. During the on-site investigation by the dräger service technician, a defective o2 mixer cartridge was identified as the cause of the warm starts. As a safety feature of the ventilator, the ventilator software analyzes and verifies that the software is running properly and that the hardware is functioning correctly. If this internal monitoring detects a deviation, the user is notified visually and acoustically of this internal deviation. Specific countermeasures are also initiated. One measure is the initiation of a warm start. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after restarting ventilation, an "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. During a warm start, an audible alarm is generated with the power failure horn. The device has alerted as specified behavior and the hardware component defect high priority and attempts to correct an internal deviation through multiple warm starts. According to the customer, the patient suffered a saturation collapse with no other adverse health effects. Due to high costs, the customer does not wish to repair the device. The number of comparable cases, related to the root cause, is within the originally assumed range of the risk assessment and is therefore accepted.

Event description:
It was reported that the affected evita 4 turned on and off several times during operation on the patient. According to ward management, it was not noticed initially. The beeping was perceived as a bed. The patient turned blue but suffered no harm. The evita 4 was then immediately replaced.